Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. The customer was able to plug the pump into a power source to charge and the pump was able to be turned back on and showed 40% battery life. Later in the day the pump shut off again and became unresponsive. The customer's blood glucose (bg) level was 223 mg/dl and was addressed with manual injections. It was indicated that the customer had manual injections available for alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.